Event description:
A malfunction on the pump was reported by the caller, who experienced no notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions and assisted the caller in resetting the pump, which resolved the issue. The malfunction code did not recur after resetting, and the customer was advised to continue using the pump and to contact support if the issue reappeared.